Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remotely accessed the station patient care unit and verified that it was no longer in critical override status and was successfully communicating with the server. The tss confirmed that the issue had been resolved after the network cable was checked and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended when the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in critical override and disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.